Event description:
Baxter mexico complaint coordinator reported 1 incident of a minicap which appeared to not have any betadine in the cap. According to the complaint coordinator there was no patient injury and medical intervention.